Event description:
Front and back opacification of the lens without intraocular inflammation. Clinically presumed calcification. Visual acuity decreased to 20/50. The explantation of the lens is planed for 2002.